Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system had a previous history of untreated episodes due to over-sensing. The patient had previously performed a treadmill test and no noise was seen, so the device was not reprogrammed. However, recently, the patient received an inappropriate shock due to over-sensed noisy signals while cycling. Boston scientific technical services (ts) was contacted and provided reprogramming recommendations. The physician reprogrammed the sensing vector, as well as increased the smartcharge time feature to prevent further inappropriate therapy. It was also discussed that a device data review should be performed within a few days to assess the new programming performance. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported. Recently, the patient received another inappropriate shock due to the patient's complex rhythm morphology and myopotential over-sensing. The system data was forwarded to ts for review and is currently pending a response.